Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6), male patient a wire was detached from the electrode pad. Complainant indicated that the clinician obtained another electrode pad to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please refer to medwatch report 1218058-2016-00040 for the first set of electrodes used in this patient event.

Manufacturer narrative:
The customer was contacted for return of the device. The customer indicated that the electrodes were discarded and will not be returned to zoll for evaluation of the reported malfunction. The customer was not able to provide a lot number of the suspect electrodes.